Event description:
It was reported during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure that the fenestrated bipolar forceps instrument tip would not turn the right way. The instrument was checked (turning the wheels at the back and looking at the tip) prior to the procedure. The upper left wheel was turning too much and too easy, it felt very strange. The bipolar instrument was inserted to check function once the procedure started and the instrument tip would not turn the right way. The instrument was replaced with a backup instrument and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument pitch cable was broken at the distal clevis hub. The pitch motion would not be intuitive due to the broken cable. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Engineering also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .215 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.